Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set filter leaked. This was observed during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.